Event description:
The manufacturer received information that an aeris evo ventilator was returned to the third-party service center for completion of required maintenance. There was no harm or injury reported. Device evaluation revealed a ventilator service required error code in the download error log indicating the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. Evaluation determined the device's power supply required replacement to address this issue. Preventative maintenance was completed. The device passed final testing after repair and was determined to operate properly.